Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria.there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device was drop tested with the top slide in the primed position and the top slide remained primed. Additionally, the device worked properly under laboratory conditions. An x-ray was taken of the device with the top slide primed and found that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings during functional evaluation, the investigation is unconfirmed for the reported self-activation. It is possible that the observed bent bumper and incomplete cannula tang engagement contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure after the first sample was obtained, when the second slide was primed, the device allegedly self activated. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.